Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker migrated under the patient's arm. In addition, the right ventricular (rv) lead pace impedances measurements were found to be out of range. The impedances dropped from approximately 480 ohms to 180 ohms. At this time, the pacemaker and rv lead have been explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received from analysis of the rv lead. Insulation abrasion was observed in multiple locations and resistance testing returned low impedance measurements. Due to the location and the type of damage exhibited, it was suspected that the damage was caused by mechanical stress in the implanted site.

Event description:
Boston scientific received information that this pacemaker migrated under the patient's arm. In addition, the right ventricular (rv) pace impedance measurements were found to be out of range. The impedances dropped from approximately 480 ohms to 180 ohms. Noise oversensing was also seen on the rv channel and led to pacing inhibition. This patient is not pacemaker dependent and was not symptomatic to the loss of pacing. A revision procedure was performed and the pacemaker and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.